Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of hypoglycemia, which warranted hospitalization. Per the patient, the hospital stated her hypoglycemia was due to her ¿insulin usage¿ and her liberty select cycler (cycler) not working properly. However, after a second follow up the patient only implicated her insulin dosage as the cause of the reported hypoglycemia and hospitalization. Based on the limited information available and the conflicting implications, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event and/or subsequent hospitalization. Given the patient¿s allegation of a device malfunction and the pending manufacturer¿s evaluation of the suspect device; these factors prevent the liberty select cycler from being disassociated from the event and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for low blood sugar (hypoglycemia) and associated symptoms (specifics not provided). The patient does not recall the exact time she was in the hospital but approximated that it was three days. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported being unaware the patient was hospitalized for hypoglycemia on (B)(6) 2019. Additional follow-up was performed, and the patient reiterated she was hospitalized on (B)(6) 2019 through (B)(6) 2019 for hypoglycemia. Per the patient, the hospital stated her hypoglycemia was due to her ¿insulin usage¿ and her liberty select cycler (cycler) not working properly. The patient reportedly experienced several ¿supply bag lines are blocked¿ error messages. During a second follow-up call with the patient, it was reported while hospitalized her endocrinologist reduced the insulin dosage administered by her insulin pump. The patient did not repeat her previous allegation regarding the liberty select cycler contributing to her hypoglycemia and subsequent hospitalization. The patient stated she continued to undergo continuous cyclic peritoneal dialysis [cc(pd)] while hospitalized without issue. Multiple attempts were made to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: d10, h3 corrected information: g5 (transcription error) plant investigation: the actual device was returned to the manufacturer for a separate and unrelated non-reportable allegation. No physical damage was noted during an external visual inspection. The cycler underwent and passed a system air leak test and valve actuation test. A simulated treatment was performed and passed without any issues. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.